Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. It was noted the patient is only paced 2 percent in the rv. There were no minute ventilation events recorded. Technical services discussed programming and troubleshooting options. The health care professional (hcp) planned to program mv off. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause for the high out of range right ventricular (rv) pacing impedances was not determined. The patient was brought into the clinic and the rv lead was tested in both polarities. Isometrics were performed, and they were able to reproduce myopotential noise when the lead was programmed to unipolar sensing. Noise was not reproducible when programmed to bipolar sensing. It was noted rv lead sensing, pacing thresholds and impedances were okay in both polarities. No high impedances were reproduced in the clinic. The decision was made to program minute ventilation off, and program the rv lead to unipolar pace and bipolar sense. There were no adverse patient effects reported.

Event description:
Additional information was received that a lead safety switch (lss) was also declared for an out of range right atrial (ra) pacing impedance of greater than 2000 ohms. Technical services reviewed the electrograms (egms) and confirmed there was noise on both the ra and right ventricular (rv) channels post lss. The patient was seen in the clinic for further evaluation. Normal lead diagnostics could not reproduce noise with pocket manipulation or patient isometrics. It was confirmed minute ventilation was programmed off. The patient has competitor ra and rv leads. The physician decided to program the rv lead back to bipolar pace and sense as a way to detect if the lead triggers another lss due to an out of range impedance measurement. Evidence suggests this device and both leads remain in service. No adverse patient effects were reported. The patient is not pacemaker dependent.

Event description:
Additional information was received that the intermittent high out of range pacing impedance measurements for the right atrial (ra) and right ventricular (rv) leads continue. It is believed that it is related to slight movement of another manufacturer's leads in the device header. Currently retrograde conduction was occurring after ventricular pacing events. The conduction was occurring in refractory so it was not affecting timing. Boston scientific technical services (ts) was consulted and suggesting lengthening a blank after ventricular pace to put the retrograde into blanking. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that the rv lead impedance measurement continues to be high, but stable unit around 2019 ohms. When reviewing the stored information boston scientific technical services (ts) noted that the r-wave amplitudes range from 9 mv to less than 1 mv. Ts further observed that this variation has been occurring since implant. Ts suggested if a procedure does occur that connection is verified and the lead is tested with a pacing system analyzer (psa). At this time the pacemaker another manufacturer's rv lead remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the rv lead impedance measurement continues to be high, but stable unit around 2019 ohms. When reviewing the stored information boston scientific technical services (ts) noted that the r-wave amplitudes range from 9 mv to less than 1 mv. Ts further observed that this variation has been occurring since implant. Ts suggested if a procedure does occur that connection is verified and the lead is tested with a pacing system analyzer (psa). At this time the pacemaker another manufacturer's rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that the rv lead impedance measurement continues to be high, but stable unit around 2019 ohms. When reviewing the stored information boston scientific technical services (ts) noted that the r-wave amplitudes range from 9 mv to less than 1 mv. Ts further observed that this variation has been occurring since implant. Ts suggested if a procedure does occur that connection is verified and the lead is tested with a pacing system analyzer (psa). At this time the pacemaker another manufacturer's rv lead remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was returned for analysis, thus indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.>> the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experiences muscle stimulation/pulsing when the polarity changes from bipolar to unipolar following a lead safety switch (lss). It was discussed the stimulation/pulsing has been waking the patient up at night, but he has been dealing with it. The healthcare professional (hcp) thought they previously programmed off the lss in both the right atrium (ra) and right ventricle (rv), however, the patient recently had a lss in the rv with corresponding episodes of noise due to myopotentials. The patient is not pacemaker dependent. The hcp discussed the plan is to program the rv lss off and program the rv lead to bipolar pace/sense. The hcp also plans to program the av search to 400 ms and program autocapture on. At this time, this pacemaker and associated competitor leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient experiences muscle stimulation/pulsing when the polarity changes from bipolar to unipolar following a lead safety switch (lss). It was discussed the stimulation/pulsing has been waking the patient up at night, but he has been dealing with it. The healthcare professional (hcp) thought they previously programmed off the lss in both the right atrium (ra) and right ventricle (rv), however, the patient recently had a lss in the rv with corresponding episodes of noise due to myopotentials. The patient is not pacemaker dependent. The hcp discussed the plan is to program the rv lss off and program the rv lead to bipolar pace/sense. The hcp also plans to program the av search to 400 ms and program autocapture on. At this time, this pacemaker and associated competitor leads remain in service. No adverse patient effects were reported.